Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for dehydration and high blood glucose. Customer's blood glucose was unknown. Customer mentioned she was off the device one day prior to the hospitalization. Customer needed assistance with priming the device. Customer will not be returning the device for analysis.